Manufacturer narrative:
Findings: insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08770 inches. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due sepsis and pneumonia. Customer also stated having high and low blood glucose levels that caused the hospitalization. Blood glucose was unknown at the time of admission. Customer had chills that led to passing out. Customer had a reading of 240 mg/dl and 360 mg/dl while at the hospital. The customer was wearing the insulin pump at the time of admission. The customer was discharged on (B)(6) 2017. Customer mentioned that he had an issue reading the insulin pump's screen which was the reason for the high and low readings. Customer also received no delivery alarm which he believes led to their hospitalization in the past. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.